Event description:
Customer reported via phone, the insulin pump had a cloudy screen as if moisture was in it. Customer's blood glucose was 160 mg/dl customer was unaware how the moisture got into the device. Customer stated there is a crack where the reservoir goes in. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was noted on the lcd screen. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a missing end cap sticker.